Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical CAPA (B)(4). As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this report. This report is for one of three devices involved in the event, please refer to report 3013450937-2018-00068 and 3013450937-2018-00069 for the others. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The patient x-rays and operation notes were reviewed, which confirmed the patient's history of revision surgeries. The explanted components were requested, but it was relayed that they were disposed of at the hospital. It was determined that the adverse event was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained the report will be supplemented.

Event description:
The patient underwent a revision surgery due to an infected left total knee arthroplasty. The surgeon noted a nonhealing defect on the patient's incision and a substantial amount of fluid within the joint.